Event description:
It was reported that the patient experienced high blood glucose levels 334 mg/dl and was treated with manual injection /insulin pen on (B)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.